Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, (B)(4) / 2016, checking your blood glucose 7 / pages 95-96. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient reported he was hospitalized due to low blood glucose levels (below 70mg/dl). No further information provided.